Manufacturer narrative:
Pulmonx has reached out to the physician and will submit a follow-up once the physician's narrative has been received.

Event description:
The patient was undergoing 2-stage zephyr valve treatment and had their valve placement procedure #2 on (B)(6) 2021. The patient experienced a copd exacerbation and was hospitalized on (B)(6) 2021 for hemolytic anemia and dyspnea increase. The patient was treated with tazocolline and ciflox. On (B)(6) 2022, the patient was desaturating. The desaturation was initially well controlled with oxygen; however the patient later experienced desaturation and unconsciousness and passed away on (B)(6) 2022.

Event description:
The patient was undergoing 2-stage zephyr valve treatment and had their valve placement procedure #2 on 12/17/2021. The patient experienced a copd exacerbation and was hospitalized on (B)(6) 2021 for hemolytic anemia and dyspnea increase. The patient was treated with tazocolline and ciflox. On (B)(6) 2022, the patient was desaturating. The desaturation was initially well controlled with oxygen; however the patient later experienced desaturation and unconsciousness and passed away on (B)(6) 2022. From the physician: "both the copd exacerbation and hemolytic anemia were thought to have led to this subjects death, although cardiogenic participation in this subject who was also suffering valvular and ischemic cardiopathy cannot be eliminated."